Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that 2 bd ultra-fine¿ 3/10ml insulin syringe were disfigured in the barrel. The following information was provided by the initial reporter, translated from japanese to english: the user' report is that the stopper was disfigured in the barrel.

Manufacturer narrative:
H6: investigation summary: customer returned (2) loose 3/10cc, 12.7mm syringes. Customer states that the stopper was disfigured in the barrel. Both returned syringes were examined and both exhibited a deformed stopper in the barrel. A review of the device history record was completed for batch # 2024615 all inspections were performed per the applicable operations qc specifications. Embecta was able to confirm the customer¿s indicated failure. The root-cause could not be determined. H3 other text : see h10.

Event description:
It was reported by the customer that 2 bd ultra-fine¿ 3/10ml insulin syringe were disfigured in the barrel. The following information was provided by the initial reporter, translated from japanese to english: the user' report is that the stopper was disfigured in the barrel.